Event description:
The locking ring won't close over the liners. Surgery was extended 20-30 minutes. Went down to a size 28 system. (Used with 32mm exactec hd.) A person said the locking ring appeared to stay expanded. It wasn't tight.